Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment with their doctor on 2014 (B)(6) was noted.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had noticed symptom return gradually that started a couple of months ago; however, it had gotten worse in the past few days. The patient had no urge to use the bathroom and was wetting herself two times a night. It was noted the patient had to change pants three times on the day of the call. The patient had experienced a loss of bladder control following a fall. The patient had fallen on their tailbone twice in the past week. It was noted the patient had been in the hospital for the last 6 weeks. No falls or traumas were noted at that time, but prior to this therapy was working. The patient¿s symptoms were worse at the time of the call than they were prior to implant. During the call, the patient was not feeling stimulation. The patient increased stimulation from 1.3v to 1.8v. It was noted the patient could feel it and it was ¿strong and comfortable.¿ it was stated the patient was feeling stimulation in their leg/buttock and not the bicycle seat area. Stimulation in the wrong location was noted. The patient used to feel stimulation in their vagina/labia. Additional information has been requested, a follow up report will be sent if additional information is received.